Manufacturer narrative:
The pump was received with an intermittent frozen display and watchdog alarm/anomaly due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery tests due to the frozen display. Unable to confirm the excessive no delivery, spi to motor pic, off no power, battery out limit or low battery alarm due to the frozen display. Unable to confirm the off no power anomaly due to the frozen display. No blank display was noted. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced spi to motor pic communication error, off no power anomaly, battery out limit, audio/beep anomaly and excessive no delivery alarms. The customer's blood glucose value was 134 mg/dl. The customer stated that the pump alarmed battery out limit after battery change. The customer stated that the pump started to beep by itself and he received no delivery alarm. The product was returned for analysis.